Manufacturer narrative:
Technician found bed in "down" storage. Head up function not working. Function does not work manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Information alleged that the head up function was not working. Function does not work manually or under power. No injury alleged.